Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of " lymphadenopathy, granuloma, seroma-late, and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "irregularities, rip, fluid build up, swelling, enlarged lymph nodes, pain, tightness, inflammatory capsule, siliconoma," and "capsular contracture," baker grade iii".

Event description:
Patient reported "irregularities, rip, fluid build up, swelling, enlarged lymph nodes, pain, tightness, inflammatory capsule, siliconoma," and "capsular contracture," baker grade iii. This is for the right side. Device has been explanted.